Event description:
The lay user/ patient contacted lifescan alleging that the product was prompting the "error 5" message. During the troubleshooting, the customer care advocate (cca) found out that the testing techniques were correct and the test strips were in good condition. The cca could not resolve the issue since the patient did not have any additional test strips with him during the call. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.